Event description:
The customer reported to a baxter representative a condition of one clearlink administration set that was alleged to have a loose connection on the upstream luer closest to the manifold. This luer was observed loose before use, and was tightened by the facility, but again came loose during infusion on an unknown patient. It is unknown what solution was being infused. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of one clearlink administration set that was alleged to have a loose connection on the upstream luer closest to the manifold, was confirmed; however, no definitive root cause could be determined. A batch review was not conducted. This issue is being investigated through CAPA. Should any additional information be made available, a follow-up MDR will be submitted.